Event description:
It was reported that the pod fell off the infusion site (abdomen) while wearing the pod between 37 and 48 hours, causing the cannula to dislodge from the infusion site while swimming. This reportedly occurs almost every time the pod becomes wet. The patient also experienced a skin reaction to the adhesive at the infusion site, for which their healthcare provider prescribed a cortisone cream. Blood glucose levels were not reported. This event represents incident 8 of 8 being reported. See additional case numbers: #1: (B)(6) / emea-02260030, #2: (B)(6) / emea-02260048, #3. (B)(6) / emea-02260062, #4. (B)(6) / emea-02260072, # 5. (B)(6) / emea-02260057, #6. (B)(6) / emea-02260065, #7. (B)(6) / emea-02260068, #8. (B)(6) / emea-02260075.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the skin irritation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: lockdown: omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.